Event description:
A family member reported that the ok keypad button became intermittently unresponsive six weeks ago. She stated that the button is now sticking. She stated that the patient wears the pump in a waist pouch on her belt, and denied exposing the pump to cleaning products.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons are intermittently responsive and do not have normal spring-back. The contrast button contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.